Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coil (packing coil), a lantern delivery microcatheter (lantern), and a 4f catheter. It should be noted that the patient¿s anatomy was moderately tortuous. During the procedure, the physician successfully implanted one non-penumbra coil and three packing coils into the target vessel using the lantern. The physician then advanced another packing coil into the target vessel and reported that the packing coil would not take its intended shape. Therefore, the packing coil was removed. The procedure was completed using a new packing coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2024-00146: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned pod packing coil revealed that the embolization coil had offset coil winds and was returned intact with its pusher assembly. If the coil winds are offset, the embolization coil may not form its intended shape. This damage typically occurs if the device is manipulated against resistance during use. Based on the reported event, there was no reported resistance; therefore, the root cause of the offset coil winds could not be determined. Further evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pusher assembly had kinks. The pusher assembly kinks are incidental to the reported complaint and may have occurred during the reported multiple attempts to advance the coil during the procedure or during packaging for return to penumbra. Penumbra products are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using packing coils (pc), a lantern delivery microcatheter (lantern), and a 4f catheter. It should be noted that the patient¿s anatomy was moderately tortuous. During the procedure, the physician successfully implanted one non-penumbra coil and three pcs into the target vessel using the lantern. While attempting to advance another pc into the target vessel, the physician determined that the pc did not fit in the vessel. After several strokes of retracting the pc, the physician noticed via contrast imaging that the coil unintentionally detached within the lantern. Therefore, the lantern containing the detached pc was removed. It was reported that the pc was flushed out of the lantern on the back table. The procedure was completed using a new pc and the same lantern. There was no report of an adverse effect to the patient.